Manufacturer narrative:
The investigation into the reported aic - battery comm. Failure (yellow alarm) has been completed since the original report was filed. Imc log from the complaint date shows a controller error (opm comm crc invalid) [optical pump connected] ¿ alarm, event set #1045, which confirms the reported failure. ¿controller error¿ recovered by itself. When the controller error occurred, the rt log recorded the snr optical signal dropped to ¿-16384,¿ which points to the failure mode transient loss of opm data. The console was tested on an engineering lab bench. The failure mode was not reproduced by running the console with the optical pump. There was no issue with the console hardware related to the reported failure. The root cause for the controller error was not determined due to the inability to reproduce.

Event description:
The user facility reported the automated impella controller (aic) had an error message (battery communication failure). The staff followed the prompts and exchanged the aic for a new one that worked properly.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.